Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated with two reagent lots. The customer's instrument maintenance was reviewed and the customer reported the optical lens was cleaned and the meia optics were calibrated. The customer was advised to decontaminate the bulk mup and recalibration was unsuccessful. The customer faxed the failed calibration data to abbott for evaluation. The customer stated another lot of reagent was available and was advised to recalibrate with the new reagent and centrifuge calibrator 1 troubleshoot the issue. The customer reported successful calibration after centrifugation of the calibrator and understood the calibration was only for troubleshooting purposes. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.